Event description:
It was reported that a dissection occurred requiring additional intervention. The target lesion was located in the right coronary artery (rca). A 3.00 x 32 mm synergy xd drug-eluting stent was deployed. After it was deployed and post-dilated, a stent edge dissection was observed. The dissection was covered with another des and the procedure was completed. The patient was stable post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.